Event description:
It was reported that the holster had blue cable issues and lemo connection issues. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 11/5/2007. Information anticipated, but unavailable at this time.